Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s fiance reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on 10/01/2017 with blood glucose of 750 mg/dl. The customer¿s current blood glucose level was 250 mg/dl. The customer experienced symptoms such as trouble moving body as she could not lift her arms, dizzy, nausea and vomited, was feeling awful, had the chills and felt really hot. The customer was treated with intravenous fluid, plavix, fluids, insulin pump and insulin pen. The drive support cap was normal. The customer was disconnected from the insulin pump since she was admitted in the hospital and was using insulin pens. The customer reported about three small medium size air bubbles. The customer removed reservoir, did rewind, reinserted reservoir and ran manual prime and fill tubing with current set and found that the insulin did exit. The customer performed hp test and it passed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.